Event description:
It is reported that a revision surgery was performed due to pain and loosening.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer (B)(4) considers this case closed. (B)(4)